Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-08-05. H6: investigation summary: in response to the event reported by the facility a device history review was conducted for lot number 1104192. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample has been provided to aid in our investigation into this issue. Our engineers were able to observe a black foreign m[article in the syringe tube. The issue has been confirmed. Compositional testing of the foreign material was able to identify it as fragmentation of the stopper. A subsequent review of the manufacturing process was bale to determine that the most likely root cause for this event is related to the injection process. Due to variation in the injection process, it is possible for pressure settings to be too high, resulting in an excess pressure to result in a burring of the stopper. H3 other text : see h10.

Event description:
It was reported that the syringe 10ml 18g 1-1/2in experienced foreign matter in fluid path. The following information was provided by the initial reporter: foreign matter.

Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed in, and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 10ml 18g 1-1/2in experienced foreign matter in fluid path. The following information was provided by the initial reporter: foreign matter.